Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a critical pump error alarm. The customer's blood glucose was 70 mg/dl at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error (open book) noted in alarm history due to moisture damage noted on force sensor. Unable to performed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error. The insulin pump was received cracked retainer, minor scratched display window and scratched case.